Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of biomed advised there are several crystals that have gone bad was unconfirmed. The reported issue is unconfirmed. The probe is functioning properly. There is no root cause due to the reported issue being unconfirmed.

Event description:
It was reported by biomed that there are several crystals that have gone bad. No other information was provided.

Event description:
It was reported by biomed that there are several crystals that have gone bad. No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.